Event description:
Boston scientific received information that review of an electrogram strip revealed oversensing of noise on the right atrial (ra), right ventricular (rv) and shock channels. Boston scientific technical services (ts) was consulted and discussed that the noise was likely due to electromagnetic interference (emi) based on the morphology. It was noted that there were inappropriate atrial tachy response (atr) episodes due to the noise on the ra channel and pacing inhibition with asystole that was likely greater than two seconds on the rv channel. Ts advised the clinician to discuss with the patient what was occurring at the time of the episodes as they all occurred on the same day at around the same time. Additional information was received that the patient had brain surgery on the day of the event and the physician agrees the cause was emi. No further action was taken and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.